Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a fluid was leaking from the cartridge during a routine hemodialysis treatment. Treatment was discontinued without performing rinseback of the pt's blood due to problems with the pt's vascular access, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Facility staff attributed the blood loss event to problems with the pt's access preventing rinseback. The disposable cartridge was discarded and not available for eval. The exact cause of the reported leak cannot be determined. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.